Manufacturer narrative:
Investigation results: during the analysis of this complaint, the batch history, non-conformity records, and corrective maintenance logs were reviewed. No records or evidence were found that could be related to this occurrence. Additionally, this complaint does not include samples or photos for analysis, making it impossible to confirm the reported defect. Due to the lack of objective evidence, it was not possible to determine the root cause of this complaint.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6) 2025, 10:20 am patient transferred from general surgery ward 3 to ICU. For arterial blood pressure monitoring and blood sampling, a radial artery (art) catheter was placed. At 3:00 pm, blood leakage was observed at the distal end of the art tubing. The art straight tube was replaced, and no further leakage occurred.